Event description:
It was reported that the patient had an hto procedure on (B)(6) 2013 with a pudda plate and screws system. On (B)(6) 2014, a revision was done as a result of a non-union of the repair. The patient suffered a lateral fracture. No failure was reported related to the devices used in this procedure. During the revision case, one of the screws (ar-13402-40, lot #782402) broke when it hit the graft material from the prior procedure. The screw was removed and replaced, the case was completed. It is unknown how the patient had suffered a lateral fracture after his 1st hto procedure. The ibalance was used for more stability.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the event as reported could not be determined as the explanted device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. As reported in the event there is no device failure from the initial surgery. Also, as stated in the event description, the screw broke as a result of hitting the graft material during the revision. Propagation of the fracture to the lateral cortex resulted in nonunion of the repair is most likely caused by patient non-compliance with the post-op protocol, proper patient selection and/or not following the proper surgical technique during the initial surgery. The directions for use states: post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.